Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's scope probe was bent and needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
H3: medtronic representative went to the site and found that the probe was preforming as intended and was not bent. If information is provided in the future, a supplemental report will be issued.